Event description:
The lot# and exp date are the same. These are individually wrapped in clear plastic. There is an extensive amount of an off-white precipitate floating in saline. The reporter had four syringes. The MFR's rep was with the reporter when he called. The reporter gave one sample to rep. He will retain the other three. Of note, the product is distributed nationwide. Secondary firm: the MFR's identity has not been reported.